Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v914061, implanted: (B)(6) 2012, product type: lead. Product ID: 37092, product type: accessory. (B)(4).

Event description:
The patient reported a poor communication screen on the patient programmer (pp). The patient was not recently implanted or had a revision surgery. An antenna was used and syncing with the implantable neurostimulator (ins) did not resolve the issue. A new pp was sent. It was noted that there was a loss of therapy and problems going to the bathroom again. This occurred 4 days prior to the report. The symptoms were described as sudden in nature. The patient did not feel stimulation. They were unable to perform troubleshooting as the pp would not connect with or without the antenna. The patient had not seen low battery or end of service (eos) screens. There was no medical procedure or electromagnetic interference (emi) that could be related to this issue. There was not fall or trauma. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim. A day later the patient reported that she received the replacement pp, but that did not resolve the issue. A damaged pp antenna was noted. A new antenna was sent. The patient was advised to follow up with her healthcare provider (hcp) to have the implant checked if the issue did not resolve. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.